Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient's related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline infection is a potential event that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors can also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received stating patient went to his routine visit at the clinic, when purulent drainage was found on his driveline exit site. Patient was admitted for further evaluation and started on treatment with IV antibiotics. At this time patient remains hospitalized. No further details were provided by site.